Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented to the clinic complaining of unequal run time on the external 14 v li batteries. The patient stated that they would get an alarm in the afternoon and the black battery would have 0-1 bar remaining while the white battery would have 3. It was noted that this patient was very conscientious about using the batteries in pairs. Log files were sent for review. The log file captured one sequence of the patient switching to batteries that are not fully charged. Otherwise, the batteries seemed to be draining equally. It was noted that the controller was an older version and ~ 5 years old, so it was possible for some controller power led fatigue to occur. The batteries were calibrated as part of troubleshooting. The controller was exchanged which resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of one battery depleting faster than the other was confirmed via the log file and via the system controller¿s functional analysis. The log file captured the voltage within the black power cable depleting faster than the white cable on (B)(6) 2025 while batteries were in use; however, the faster depletion did not cause any atypical alarms to occur within the observable data. The pump operated as intended throughout the data. The returned system controller (serial number: (B)(6) was observed to have traces of fluid in its connector-side bend reliefs upon arrival, and a small puncture was observed in the black cable¿s jacket near the controller-side bend relief with a small amount of visible fluid. The controller was functionally tested and operated a mock loop as intended; however, the wires within both power cables were observed to be fatigued and had increased resistance values when measured. The cable jackets were stripped, and fluid ingress was observed throughout both cables, most significantly around the puncture in the black cable. Wire fatigue within the cables could cause uneven battery runtimes to occur which may be caused by flexing the cables overtime. The fluid ingress within the cables could have also contributed to the wire fatigue, and the puncture within the black power cable could have contributed to fluid accumulating within the cables. Available information for this event indicates that the runtime issue resolved after the controller was exchanged. Review of the device history record for the system controller, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.